Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the bronchovideoscope exhibited corrosion on the light guide lens. There was no patient involvement.